Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have insulation damage. This lead remains in service, but additional leads were required to be implanted. No additional adverse patient effects were reported.